Manufacturer narrative:
E1: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set that came off while he was in the waiting room. Patient had low blood glucose at that time and ate carbohydrates to treat. Patient did not know the cause of the product not adhering. No further information available.